Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast procedure, no sample was retrieved with the device. The procedure was completed with a new device. No pt consequences were reported.